Event description:
It was reported that the lead exhibited high impedance. The lead was capped and will not be returned.

Manufacturer narrative:
The lead was cut in the field and only a portion of the proximal end was received. Normal electrical character- istics were noted for the returned portion. Abrasion marks were found and the lead was kinked. The abrasion marks and the kink are not related to the complaint reported in the field.